Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, when the device was inflated in the lesion area, it was noted that the balloon ruptured. The device was simply pulled out of the patient's body with no additional intervention done. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.